Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The account reported that the patient was admitted from (B)(6) 2021 through (B)(6) 2021 after a total knee replacement due to complication of ventricular tachycardia (vt) requiring device changes. On the night of (B)(6) the patient went into vt requiring an amiodarone bolus. The patient denied any other acute symptoms/complaints apart from his left knee and had no symptoms during the vt episode. Two episodes were noted overnight on (B)(6) 2021 with rates ranging from 150-160. The electrophysiologist was consulted and switched the patient¿s permanent pacemaker (ppm) to ventricular rate modulated pacing (vvir) since the patient had had an atrioventricular node (avn) ablation and was not in need of atrial activity. Per the electrophysiology (ep) team, it was not necessary to start amiodarone since the patient¿s vt was not frequent or associated with symptoms (sx). The patient¿s coreg dose was increased to 6.25 mg to be taken orally (po) twice a day (2x/day). The patient had several episodes of slow vt on (B)(6) 2021, with similar rates ranging from 150-160 beats per minute (bpm). The longest episode noted was approximately 27 seconds and then returned to normal (v) pacing. The patient was asymptomatic with these episodes. There were no plans to place the patient on po amiodarone given the slow vt and the patient being asymptomatic; however, if the patient¿s vt burden increases in the future, adding po amiodarone will be considered. The event reportedly resolved on (B)(6) 2021 and the patient was to follow-up with ep in an outpatient setting. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was previously admitted from (B)(6) 2021 to (B)(6) 2021 after the total knee replacement with complications of ventricular tachycardia (vt). On (B)(6) 2021 the patient went into vt requiring amiodarone bolus. The patient denies any other acute symptoms during the vt episode. There were two episodes noted overnight on (B)(6) 2021 around 2200 with rates around 150/160. Electrophysiologist was consulted and switched his permanent pacemaker to ventricular rate modulated pacing since he has had avascular necrosis ablation and was not in need of atrial activity. Increased coreg to 6.25 mg by mouth two times a day. The patient had several episodes of vt on (B)(6)2021. The longest episode was 27seconds then returned to ventricular pacing. The patient was asymptomatic with these. There were no plans to put the patient on amiodarone given slow vt and patient being asymptomatic.